Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. One (1) 6 french angioseal vip vascular closure device was returned for product evaluation. The sample was received by terumo medical corporation. In the absence of the product code-lot number combination, the exact cause of the issue cannot be determined. The alleged malfunction and failure could likely be related to a corrective and preventative action (CAPA). The device was confirmed to be manufactured by terumo medical corporation and based on the allegation, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot was unable to be reviewed due to the lot number being unknown. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: patient sex: requested, not provided due to hospital policy. A3b: gender: unknown. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath and dilator separated when entering the patient. The device did deploy however, the sheath and dilator came apart in the process. There was no blood loss. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 26mar2024: after the advancement into the patient with the hemostasis sheath/locator, the device disconnected, however they were able to get hemostasis with that deployed device. The locator did separate after mating with the hub. The separation occurred when the device was in the patient. The patient was stable.